Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/05/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: two battery compartment cracks were observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery compartment crack. It was reported there was no evidence of moisture within the battery compartment and there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.